Event description:
It was reported that the patient presented in post-procedure unit. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent loss of capture. The reported lead was repositioned on (B)(6) 2022. The patient is recovering from procedure.